Event description:
Boston scientific received information that telemetry monitoring one day post implant of this pacemaker showed ventricular pace, atrial sense then atrial pace. It was noted that the patient is mostly atrial pace with ventricular sensing. An x-ray was performed and showed no anomalies. Boston scientific technical services (ts) reviewed the strips and discussed that an atrial and ventricular pace were at the expected av delay of 350 milliseconds at a rate of 70 beats per minute (bpm) and appeared to be normal ddi operation. Ts further discussed that the atrial tissue was beyond the absolute refractory period by the time the ventricular pace occurred which allowed the retrograde conduction to occur. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.